Manufacturer narrative:
Product analysis : as found condition: the axium prime coil was returned for analysis within a shipping box; within a tied-up plastic pouch; within an opened axium prime outer carton; within an opened axium prime inner pouch and within a second plastic pouch. The introducer sheath involved in the event was not returned for analysis. Visual inspection/damage location details: the axium prime pusher was found broken distal to the break indicator with the release wire also broken. The proximal segment (actuator interface, positive load indicator, break indicator and coupler tube) was not returned for analysis. The coin was found present and still against the lumen stop. The shield coil was found intact. The implant coil was found still attached to the pusher but stretched with the polypropylene filament intact. The implant coil was found knotted up. Testing/analysis: the implant coil could not be placed within an in-house introducer sheath as the implant coil was knotted. The implant coil became damaged when attempting to untie the knot. Resistance was encountered when retracting the de-knotted implant within the in-house introducer sheath. The pusher was then broken distal to the original break, and the release wire was retracted; however, the release wire was found to be stuck. The coin became broken when attempting to retract the release wire, leaving the distal coin and release wire stuck within the lumen stop. The ptfe outer jacket was removed to gain access to the lumen stop. The lumen stop was found damaged with dried blood found within. The lumen stop inner diameter could not be accurately measured due to its damaged condition. No other damages or anomalies were found with the returned device. Conclusion: based on the customer report and device analysis, the customer report of ¿resistance/stuck in sheath¿ was confirmed. The implant coil was found stretched. There were no reported issues pushing the axium prime implant coil from within the introducer sheath during hydration per IFU. Therefore, it is possible the implant coil became damaged when retracting the implant coil following hydration or due to improper hubbing technique (over tightening of the rhv/sheath not fully seated within the hub) subsequently causing the implant coil to become stuck. Advancing the coil against resistance would result in damage to the implant. The customer report of "non-detachment" was confirmed. It is likely the cause is due to the coin found stuck within the lumen stop. As the coin became damaged during extraction, confirmation to specification could not be measured. It is likely the dried blood found within the lumen stop contributed towards the coin stuck and the non-detachment. The proximal pusher segment and instant detacher used in the event was not returned. Therefore, any contribution of the proximal pusher and instant detacher towards the non-detachment and conformance to specification could not be assessed. The release wire was found broken, likely caused from attempting to retract the release wire against the found resistance due to the coin stuck in lumen stop. There is no indication that the event is related to a potential manufacturing issue, therefore a device history record review was not required. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received confirmed the coil experienced resistance in the introducer sheath, and then failed to detach after delivery to the target location. No other issues were encountered prior to non-detachment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the doctor attempted to detach the coil with the instant detacher, but the coil did not detach. The safety wire was broken and pulled, but the coil still would not detach. It was also reported the coil experienced resistance in the sheath. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of an unspecified condition. Vessel tortuosity was not provided.